Event description:
After 17 months of implantation, this ICD was explanted because the patient needed a higher output device; could not get an adequate safety margin during dft testing.

Manufacturer narrative:
The analysis from the manufacturer is pending.